Event description:
It was reported that an alert was observed on the right ventricular (rv) lead. T-wave oversensing (twos) and premature ventricular contractions were causing short interval counts (sic). No noise or inappropriate therapy was observed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2007. (B)(4).